Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting multiple occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings:a review of the black box and alarm history showed multiple occlusion alarms. The cartridge cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump successfully completed ez-prime steps and a 24 hour duration test with no errors, alarms, or warnings occurring. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.